Event description:
The customer stated that, the acuity screens were blank, which resulted in a loss of centralized monitoring until they rebooted. Nursing staff reported that, the systems were unavailable for approx one hr. Pt vital signs monitoring continued at the bedside monitors.

Manufacturer narrative:
MFR's eval summary: the device is an installed centralized pt monitoring system that utilizes a sun ultra 10 central processing unit (cpu). The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. This customer called into welch allyn tech support to report that two of their acuity system screens did not have pt waveform windows and that she did not know why. The customer reported that system telesd1 and telesd1-ha, which are a high availability (ha) pair, were both down for about one hr, resulting in a loss of centralized monitoring. Tech support found that both systems were holding, waiting for user input. It appeared that, prior to calling tech support, a user had cycled the power on both systems and had been unable to bring the acuity application back on line on either systems. Tech support assisted the customer in restarting acuity on ha system and all the pts reconnected. During that process, telesd1 halted due to an unk cause. Tech support then arranged for this system to be sent to welch allyn for eval and possible repair. Welch allyn factory svc rec'd the unit and ran it for two weeks before the system halted again. Factory svc suspects an intermittent hardware fault caused the system to halt, although troubleshooting is severly hampered by the infrequency of the fault and the lack of any footprint of the cause within the device logs. Even through centralized monitoring was lost during the time that the system was down, pt vital signs monitoring continued at bedside with the local bedside pt monitor for any pts connected to the system. There were not pts harmed in any way by the event. By event here and in the codes in block h6 of form 3500, we mean the loss fo centralized monitoring.